Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed an inappropriate shock delivered for atrial fibrillation due to an incorrect interpretation of the discriminator. No programming changes were made, the physician elected to change medication for rate control instead. The patient was in stable condition.